Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 1627487-2021-15355. It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention happened on (B)(6) 2021 where both extensions were replaced, stimulation was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.